Event description:
According to the reporter: after first application the tissue could not be cut, another ultra shears was used but the same issue was observed. The generator and transducer were replaced but nothing changed. The device was removed from the tissue with force resulting in minimal bleeding. Nothing fell into the patient cavity and there was no report of patient injury. The surgery time was extended by more than 30 minutes.